Manufacturer narrative:
(B)(4); batch #: u9336g. Investigation summary: the device was returned with the distal tip of the blade broken off, and not returned. The remaining blade portion was scratched, and with evidence of contact with metal in, or out of the operative field. This blade tip portion may have broken off of the device during transport to our analysis site. The device was connected to a test hand piece with difficulty. During mechanical testing, the rotation knob did not rotate freely. During functional testing on gen11, an alert screen was displayed. A probable cause of the device stop activating, and display an alert screen is blade damage. Due to the device returned condition we were unable to investigate further the reported tissue effect issues. The device was disassembled to inspect the internal components, and no anomalies were found. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. As part of our quality process. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. The specific cause for the damaged hand activation contacts could not be determined. An additional investigation has been opened to determine the root cause of this type of damage for ace+7 devices. One potential cause may include inadvertent damage to the hand activation contacts during assembly. To avoid damaging the contacts it is recommended to assemble the device in a vertical fashion. If the hand piece is inadvertently tilted during the assembly with the instrument, the hand activation contacts can be damaged. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage. This in turn can result in activation issues such as failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result are such as ¿tighten assembly¿, ¿blade error detected¿ ,or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damage blade can result in a broken blade. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.

Event description:
It was reported that during an unknown procedure the scalpel hard to cut, and coagulate. Changed to another device to complete the surgery. There was no patient consequence reported. No additional information can be provided.